Event description:
Caller reported a cgm error. Blood glucose level was recorded as normal with no adverse impact. Technical support assisted caller with a complete pump reset, and the caller successfully started their sensor session without further errors.